Event description:
Reporter alleged due to using the lancet device, her finger became infected. It was reported customer went to the doctor and was given antibiotics to treat the infection. Reporter stated the lancets were painful to use at the time and no longer has the box or remaining lancets due to incident occurring so long ago. No product is reportedly being returned for evaluation.